Event description:
It was reported that a spectrum iq pump speaker had low audio. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "speaker very low" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was broken speaker on the rear case. The rear case is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.